Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to myopotentials and lead noise on a non-sjm right ventricular lead was observed. The device was reprogrammed and the patient was in stable condition.